Manufacturer narrative:
A visual examination of the returned device revealed an indention in the teflon pad. Pad indentions are typically caused by activating the device without tissue between the closed jaws. Sss's instructions for use states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a contiguous beep with either of the foot pedals is depressed." The device was connected to a scalpel generator and was tested by pressing the generator "test" button. The test sequence was initialized and device passed the initial testing. The buttons and foot pedals were pressed and found to successfully activate the device. Each button was tested ten times. Each time the min or max button/pedal was pressed, the device activated. Based on the inability to replicate the reported issue, no root cause could be determined. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during the procedure the ultrasonic scalpel produced an error code. The scalpel was replaced with a klepinger device. No patient injury was reported by the user facility.